Event description:
During a bilateral mastectomy procedure, the clip came out in doughnut shape rather than the normal shape. Another device was opened to complete the procedure. There was no pt consequence.